Event description:
It was reported to philips that the system's footswitch was unable to trigger fluoroscopy, giving an alert indicating fluoroscopy failed. No harm to the patient or user was reported. Philips has started an investigation of this complaint.